Event description:
Double lumen catheter placed in infant at time of birth. Catheter removed 1/5/95. Usual withdrawal pressure utilized, no undue pressure. Catheter separated outside infant's body. Suture was in place below area of rupture (encircled around catheter). Total catheter retrieved with no significant problem for infant. Potential problem if catheter broke off inside of child.